Event description:
The patient reported experiencing an overly loud sensation on the implant side followed by a pain sensation over the implant site. They reportedly removed their external headpiece. The noise subsided and the patient reported no sound. The patient was seen at the implant center for device evaluation. Testing confirmed that the device was no longer functioning. Explant surgery was scheduled.